Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation updated fields: d8, g3, h3 the device was returned to olympus for inspection and the customer´s allegation was confirmed. Based on the results of the investigation, the initially reported malfunction was caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal image during maintenance. There were no reports of patient involvement.